Event description:
Additional information was received regarding the patient. The patient's neurologist indicated there has been a reduction in seizures since being implanted with vns and the patient has had an increase in quality of life.

Event description:
A blog post created by a patient¿s parent was received and reviewed. In the post, it was indicated that swiping the magnet for the patient after being implanted with vns did not seem to stop the patient¿s seizures when they started. It was also indicated that the patient previously had life-threatening seizures that would lead to the patient going to the hospital with short interval of as little as 10 days prior to being implanted with vns. After vns was implanted rather than reducing the frequency of seizures, the seizures seemed to increase with only the severity of the seizure reducing as they now had the ability to keep the patient out of the hospital and cope at home without any IV drugs which was a plus for them per the patient¿s mother. It was indicated that the patient¿s settings were altered several times and the patient¿s device was programmed to go off about every minute for 30 seconds on. It was stated that the neurologist of the patient indicated that it may take up to a year or two before seeing the full benefit of vns and there is still settings adjustments that need to be continued to be made. An example of one of the patient¿s seizure events was described and indicated that at that time, they proceeded to use the magnet which caused the patient to cough and the seizure eventually stopped. It was indicated that based on this, they felt the magnet was helping the patient and vns was working. There was no indication in the blog of any kind of device malfunction. No additional relevant information has been received to date.